Event description:
It was reported from a patient, "I had my knees replaced in (B)(6) and (B)(6) of 2014, and I haven¿t the replacements!! Just wondering beings they were recalled and I never received anything on this if you all are paying for the new replacements" no further information.